Manufacturer narrative:
11/22/96-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During an abdominal hysterectomy procedure. The staples did not lock properly. The surgeon applied suture to complete the procedure. The hosp has reported that no pt injury occurred.